Manufacturer narrative:
The reported issue that the syringe pumps in the nicu were not reading the 1ml syringes could not be confirmed; no product or device logs were returned for investigation. The customer did report that after the instruction to ensure the syringe is fully pressed completely into the sensor at the top, they have had no further problems. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that the syringe pumps in the nicu were not reading the 1ml syringes. After some instruction that the syringe needed to be pressed completely into the sensor at the top, there have been no problems. There was no patient harm.